Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, a stylet could not be inserted into the lead due to blood entering the lead from abnormal blood vessels. The lead was exchanged and the procedure was successfully completed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.